Manufacturer narrative:
Customer rebooted system and problem has not returned. Ge healthcare complaint number.

Event description:
Customer reported the left monitor went blank during a case and would not come out of sleep mode. No pt injury was reported.